Event description:
Event description boston scientific, crm received information that the daily shocking impedance measurements for this right ventricular (rv) defibrillation lead have been greater than 125 ohms since june 30, 2006. However, at the patient's last follow-up visit in august the shocking lead impedance measurement was 64 ohms. No adverse patient effects were reported. A boston scientific technical services (ts) consultant recommended bringing the patient back in for additional shocking lead impedance measurements. If they are tested to still be out range, ts recommended bringing the patient in for a maximum energy shock delivered through the device to assess the system integrity.